Manufacturer narrative:
No RMA has been initiated for this issue. Model 65650r serial number/date code unknown has an unknown age. The user manual part number 1148077 was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer is a (B)(6) male, (B)(6). The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
Consumer alleges that while walking down a hill, the brakes went out on the rollator. The consumer allegedly fell to the ground and allegedly hit his face. He also alleges cuts and bruises on his legs. Injury alleged.